Manufacturer narrative:
D4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H2: additional information: b5, b3, d4, d7a, e1. H6: device code a020503 captures the reportable event of incomplete seal. This event was previously reported. MFR. Report # 2124215-2025-44001.

Event description:
It was reported that a zero tip basket device was used during a stone procedure. Reportedly, it was found that the product was not sealed correctly. The procedure was completed with another of the same device with no patient complications. This event was previously reported. MFR. Report # 2124215-2025-44001.

Event description:
It was reported that a zero tip basket device was about to be use in a laser stone procedure. Reportedly, it appears that the internal seal at the lower end of the zero tip packaging was unsealed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a020503 captures the reportable event of incomplete seal.